Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small traces of blood was observed on the hot jaw. A visual inspection was conducted. The silicone was observed to be peeled at the tip and center of the cold jaw. The silicone remained attached at the base of the cold jaw. A microscopic evaluation revealed that the heater wire is flexed away at the center of the hot jaw. The heater wire is attached at the tip and base of the hot jaw. Based on the returned condition of the device, both the reported failure "peeled jaw" and the analyzed failure ¿bent wire¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tips were bad. The silicone from the serrated jaw had been shredded . The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tips were bad. The silicone from the serrated jaw had been shredded. The hospital did not report any patient effects.